Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient involvement.

Manufacturer narrative:
UDI information, no information to date. Blank device is exempt. One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The root cause cannot be identified. This is continuing to be monitored and may be related to a supplied component. A DHR is not readily available as this device will be investigated more by the supplier.